Event description:
The laser system has optical damages.

Manufacturer narrative:
The problem was due to damaged hr mirror (optical component). After the replacement, the laser system restarted to work. We are unaware about pt injury.